Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "patient indicated that this was the second surgery she is having with a stryker product to revise a stryker screw that was put in place but the screw "started coming out" after a few months. The screw was removed and 2 new screws and a plate were put in. A couple months later these cracked and caused the plate to shift which left the patient in a lot of pain. The surgeon was able to remove a part of the screws but portions of the screws were too deeply embedded in the patient foot and could not be removed. She mentioned that she has not been able to put a shoe on in over a year and a half and has not been very active as a result of these surgeries. She also mentioned that her surgeon told her that he had reported this incident to stryker. Patient also mentioned that they had a bunionectomy in this foot as well. She wants to consult with "someone" before deciding if the screws in her possession can be returned to stryker for evaluation.